Event description:
A report was received that the patient was experiencing difficulty charging ipg. Database analysis revealed that the device appears to exhibit premature battery depletion.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging ipg. Database analysis revealed that the device appears to exhibit premature battery depletion.

Event description:
A report was received that the patient was experiencing difficulty charging ipg. Database analysis revealed that the device appears to exhibit premature battery depletion.